Event description:
A malfunction alarm was reported involving a pump distributed by rubin medical aps in denmark, with a malfunction code of malf 0, which was not resettable. The distributor declined to provide information on whether the customer's blood glucose level exceeded 500 mg/dl, so the impact on the customer's blood glucose level is unknown. The customer was informed that the pump needed to be replaced and agreed to return it using a pre-paid label. Technical support provided storage mode instructions and confirmed the customer's shipping address for the replacement pump. The customer did not share backup therapy details to ensure uninterrupted insulin delivery.